Manufacturer narrative:
Evaluation summary. No samples were returned for evaluation; therefore, the condition of the product could not be verified. Nonconformity could be found in the lot record review. The device history record (DHR) for the lot was reviewed. No abnormalities that could have contributed to a dull knife were found during the DHR review (used in a custom pak) and the product was released according to alcon's acceptance criteria. The root cause for the defect "inadequately sharp" reported by the customer cannot be determined. Some potential causes are improper handling, or contact with another instrument. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and dull cutting edges, are removed from the lot and scrapped. Additional information has been requested with no response to date. (B)(4).

Event description:
A healthcare professional reported that during surgery the keratome was inadequately sharp to perform accurate creation of the main incision. As a result of the event, a new pak was opened. Additional information was received form the healthcare professional who reported that there were several keratomes that were not sharp enough for the corneal incisions during cataract surgery. Per the reporter, the event involved more than one patient. The healthcare professional also reported that she needed 4 replacement keratomes out of the 7 cataract cases that she had performed. When trying to do the corneal incision, the keratomes were found not be sharp enough to enter the eye so a replacement keratome (same model) was requested. There was only a slight delay in getting the second keratome and the surgery was completed without further issue. Additional information has been requested with no response to date.